Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial/lot #: (B)(4), ubd: 14-oct-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the device was initially deployed and during pull and hold test the device was dislodged. The leadless ipg was re-positioned more apical septum, after re-position dye shot was given and it was clear there was a perforation in the freewall with observed dye draining into the heart. The patient experienced cardiac tamponade due to perforation. The leadless ipg system was removed. Surgical intervention was performed. No further patient complications have been reported as a result of this event.